Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted. The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device passed the standard specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Event description:
It was observed that during the device evaluation, the flex videoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.